Manufacturer narrative:
Upon further investigation, sample foam detection cameras on the analyzer showed reflection of foreign material in the affected samples. Other samples showed fibrin, droplets, and gel smearing in the sample. The effect of incorrect pre-analytic sample handling cannot be excluded as a potential cause.

Manufacturer narrative:
The photomultiplier, sipper probe, and a measuring cell were exchanged. The magnet, sipper probe, and pre-wash probe were adjusted. An instrument check was performed and approved. The pinch valves were also replaced. Investigations determined that each of the two questionable values were measured immediately after an abnormal low signal alarm. The investigation determined the issue was caused by a pinch valve failure. Initial reporter information: first, middle, and last name were provided as (B)(6).

Event description:
The initial reporter states they have been having ongoing issues with abnormal low signal alarms on the cobas 8000 e 801 module. The user repeated patient samples that were being tested around the same time an abnormal low signal alarm occurred on (B)(6) 2021. Of the repeated samples, the reporter stated they received discrepant results for two patient samples tested with the elecsys hcg + beta test system on the e 801 analyzer. No incorrect results were reported outside of the laboratory. The samples were repeated on a second analyzer and these results were believed to be correct. The first sample initially resulted in a hcg+beta value of 457 miu/ml. The sample was repeated, resulting in a value of >10000 miu/ml. The sample was repeated after a 1:100 dilution, resulting in a value of 117065 miu/ml. The second sample initially resulted in a hcg+beta value of 522 miu/ml. The sample was repeated, resulting in a value of >10000 miu/ml. The sample was repeated after a 1:100 dilution, resulting in a value of 95566 miu/ml. The hcg+beta reagent lot number was 513851. The reagent expiration date was requested, but not provided.